Manufacturer narrative:
Eval summary: it is unk if the instrument was used in manner consistent with the surgical technique. With the info provided, a definitive root cause cannot be determined. As returned the glenoid ap drill guide has fractured at the distal weldment. Sem analysis of the fracture indicates the failure was caused by overloading due to bending forces. The DHR has been reviewed and the lot in question was produced, inspected and packaged within established and validated process parameters. The instrument has an approximate field age of 2 years at the time of failure.

Event description:
It is reported that the drill guide fractured as the surgeon was removing it from the pt's shoulder.